Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the top and bottom cases were broken. The plunger lever was missing from the device. Functional testing could not be performed because plunger lever was missing from the device. Could not run pump as it was damaged. The root cause of the issue could not be determined. However, replaced motor assembly as a preventative measure; parts were over 12 years old.

Event description:
It was reported that there was a motor rate error and cracked cover. No patient injury was reported.